Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a loose pitch cable at the proximal clevis. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the video provided was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: it can be seen that movement of the fbf instrument causes interaction with the tissue at 26:15. Some bleeding is then observed from the movement, and the user attempts to stop the bleeding by grasping the bleeding area with the same fbf instrument. From the video alone, the root cause of the issue cannot be determined.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, an unintended movement of the fenestrated bipolar forceps (fbf) instrument resulted in a laceration injury to the heart. This incident occurred during the final intrapleural check, towards the conclusion of the procedure. The lung was being deployed using the synchroseal instrument in the right hand, while the fbf instrument in the left hand was to be used for scraping between the lung and the heart. As the surgeon attempted to gently press the heart from above the pericardium, an unexpected large movement in the dorsal direction occurred, causing the tip of the jaw to inadvertently enter the defect in the pericardium. This caused bleeding, which was managed by applying compression with tupfer gauze, and the procedure was converted to an open thoracotomy. After conversion, it was confirmed that the instrument tips did not perforate the heart; however, a slight laceration was present. Hemostasis was achieved using tachosil, the chest was closed, and the procedure was completed. The total blood loss was reported to be approximately 1200 ml, and the patient's post-operative condition was stable. No blood transfusion was performed. The patient was discharged safely. The surgeon reported no visible wire breakage or looseness; however, discomfort was experienced with the movement of the fbf instrument tips several times during the procedure. To resolve this issue, several actions were taken: the fbf instrument was removed and reinserted, the drape adaptor was detached and reattached, and the universal surgical manipulator was undocked. There was no suspicion of a defect with the fbf instrument itself. However, the surgeon, having minimal experience with the da vinci system and its instruments, expressed difficulty in distinguishing between the movement of the fbf instrument that caused the injury and that of a "normal" fbf instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the instrument was further reviewed by manufacturing engineering and their analysis was completed. Instrument performance tester (ipt) data for when instrument was initially manufactured looks good, and all well-within the specification limits. Opening up the instrument as is, it shows very obvious signs slack on pitch (middle disc, degree of freedom 6).